Event description:
It was reported via phone call, that the customer was hospitalized on (B)(6) 2015 due to diabetic ketoacidosis. Customer's blood glucose levels at the time of hospitalization was over 385 mg/dl. The customer reported the following symptoms, dehydration and nausea. Significant event leading to the event, was the customer recently moved to a different state. The customer was wearing the insulin pump at the time of hospitalization. Customer was treated with insulin drip, and tests were done on the customer's heart. The customer also mentioned receiving excessive no delivery alarms. Troubleshooting occured. Customer agreed to return the device for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.